Event description:
A complaint of high impedances and "stabbing pain" was received. During a revision surgery, the physician replaced the leads and lead extensions. The physician also elected to replace the ipg. The pt is doing well after the surgery.